Event description:
The pt was admitted for a procedure in 2008, with a lesion in the distal right coronary artery. The lesion was a de novo, heavily calcified, highly flexed and highly tortuous with 90% stenosis. The lesion was pre-dilated and then a 3.0 x 8mm cypher stent was being delivered to the lesion. However, the cypher became stuck in the mid right coronary artery, due to flexion and calcification, and could not be delivered. The procedure was eventually completed by implanting a 3.0 x 13mm vision bare metal stent. There was no pt injury reported. The physician did not indicate any anomalies prior to use. While analyzing the product, it was noted that the distal end of the stent had flared struts.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the us. However, it is similar to the us cypher sirolimus-eluting coronary stent. Additional info will be submitted upon 30 days of receipt.